Event description:
Infant had a 6fr foley catheter in place. It had been placed 19 hours before and was well secured to the infant's thigh. The rn noticed the catheter had broken at the proximal junction where the foley connects to the drainage system. This left the foley in the patient with approx 8 inches outside of the patient unsterile and draining onto the bed.